Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent-p ((B)(4)) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore the returned catheter was investigated, see attached evaluation summary. This investigation demonstrates that the adhesive was correctly applied. Based on knowledge that the final inspection of the finished catheter was passed, that the catheter was delivered with proper functionality and in consideration of the results of performed investigation of returned catheter, the detaching of the catheter tip is caused by user error while explantation because sutures haven't been loosened prior explantation contrary to IFU.

Event description:
On (B)(6) 2021 the clinic contacted raumedic relating to the following information: a catheter neurovent-p ((B)(4)) was applied via tunnel. On removal of the implanted catheter the tip remained in the brain. The clinic's assumption is that the tip was caught on the edge of the scull bone when it was explanted. The catheter tip wasn't removed and is still in the brain. The catheter without tip was sent to raumedic for investigation. Clinic informed that the event did not cause deterioration of the patients health situation and administration of additional drugs was not necessary. According to the clinic the health condition of the patient was not influenced by this. The clinic decided that additional surgery will be necessary to remove the tip, but to the best of our knowledge has not yet performed.